Manufacturer narrative:
Additional information: a1, d1, d4 (model, catalogue, lot, expiration date, UDI), h4, h6(update codes), and h11. H4: the lot was manufactured between july 18, 2024 and july 22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which showed fluid inside the device's bladder, which suggested possible underinfusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused. The device contained 18000mg of piperacillin/ tazobactam in 230ml of sodium chloride 0.9%. This issue was discovered after 23 hours of patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.